Event description:
The customer reported that the outer tube was broken on a telescope "trueview ii", 2.7 mm, 0°, autoclavable. The event occurred after the procedure. The diagnostic (sinus) procedure was completed with the same device. There was no procedural delay or no patient harm associated with the event.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation (outer tube broken) was confirmed. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to use of excessive force by the customer. Olympus will continue to monitor field performance for this device.